Manufacturer narrative:
Complaint conclusion: as reported, during withdrawal of the 6f exoseal vascular closure device (vcd) and sheath to position the indicator wire against the vessel wall, the indicator wire did not engage with the vessel wall as expected and slipped out. The device was removed with the indicator wire exposed. A visual inspection revealed no damage to the indicator wire loop. Hemostasis was achieved by manual compression. There were no reports of patient injury. The exoseal vascular closure device was stored, prepared and used according to the instructions for use (IFU). The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd, and there were no visible signs of device/package damage prior to use. There was no visual damage to the indicator wire prior to use, the indicator window of the exoseal device was facing up during retraction, and the indicator window did not change at all. A non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site had no visible calcium/plaque, mild access vessel tortuosity, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. A non-sterile unit of product ¿vascular closure device - 6f¿ was received inside a clear plastic bag. Per visual analysis, the deployment button on the device was not depressed and the plug was present on the delivery shaft, which was found with several dry blood residues, with the indicator wire deployed. No damages were observed in the loop of the indicator wire. The indicator window was received on the white/black position and the guard was found locked; the back bleed port is set at its original position. Furthermore, an unknown procedure sheath was locked on the device and blood was noted in the procedure sheath, no damages were observed on it. No other anomalies were observed during the visual analysis. Functional analysis was performed. The indicator wire was pulled to move the indicator window from the black/white state as received into the black/black state. At the black/black stage, then the deployment button was pushed down, there was no friction, and it was completely depressed. The indicator window turned into black/red/white state. The three stages were achieved in the indicator window as expected, the deployment button performed correctly, and the plug was deployed properly. A visual inspection at high magnification revealed no damage to the indicator wire loop. Additionally, the device case was opened, and the internal mechanism was inspected using a vision system to enhance the image. The internal mechanism is correctly assembled, and no other anomalies were observed. Based on the information available for review and the product analysis, the reported event of indicator wire damaged loop¿ was not observed. The exoseal vcd underwent a product evaluation, including visual, functional, and microscopic analyses. No anomalies were detected in any of the analyses performed. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It is possible that the tortuosity of the vessel reported may have contributed to the reported event. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The product analysis did not provide evidence to suggest the failure was related to the manufacturing or design process therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, during withdrawal of the 6f exoseal vascular closure device (vcd) and sheath to position the indicator wire against the vessel wall, the indicator wire did not engage with the vessel wall as expected and slipped out. The device was removed with the indicator wire exposed. A visual inspection revealed no damage to the indicator wire loop. Hemostasis was achieved by manual compression. There were no reports of patient injury. The exoseal vascular closure device was stored, prepared and used according to the instructions for use (IFU). The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd, and there were no visible signs of device/package damage prior to use. There was no visual damage to the indicator wire prior to use, the indicator window of the exoseal device was facing up during retraction, and the indicator window did not change at all. A non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site had no visible calcium/plaque, mild access vessel tortuosity, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.